Event description:
It was reported that during a lap cholecystectomy, while the surgeon was extracting the specimen from the pt, the metal component broke away from the pouch causing the pouch and the metal piece to fall into the pt. The pouch with the specimen and the metal piece were removed with a grasper. The same device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.